Event description:
During a ptca/stenting treatment procedure, the tip of the pt2 moderate support guide wire broke off. The physician was attempting to angioplasty/stent a 70% lesion in the mid-rca, which was diffusely diseased and tortuous. He encountered a great deal of difficulty in wiring the lesion, using multiple wires, and was unable to cross the lesion with another MFR's stent. A dissection and abrupt closure were noted, believed to be due to either the guide catheter or one of the guide wires used. The pt2 moderate support wire was then advanced to the distal portion of the rca. When the wire was pulled back, the tip of the wire fractured and remained in the proximal portion of the rca. An attempt was made with a snare to retrieve the wire, but was unsuccessful. The physician did not believe the wire fragment would cause any difficulty. Due to the unsuccessful intervention on the rca, the pt was taken for emergency coronary artery bypass graft surgery to the posterior descending artery and the second diagonal branch. The wire was not retrieved from the proximal rca. The pt was discharged to home on the third postoperative day, following an uncomplicated postoperative course.